Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2023, the patient had an upset stomach and was vomiting. The cgm was displaying 390 mg/dl and the patient had been self-treating based on this value (treatment was not specified). Some time after, the patient's spouse called 911 and when paramedics arrived, they checked the patient's bg and it was 30 mg/dl while the cgm was still displaying 390 mg/dl. The patient was transported to the hospital where they were treated (no details provided). The patient was in the hospital overnight. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.